Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received inappropriate antitachycardia pacing due to right ventricular lead noise. ECG noise increased with pocket stimulation and movement. There were no other electrical anomalies. It appeared the lead was in the header with metal contact but not all the was in. High voltage therapy was turned off. The physician requested an x-ray to view lead position. Fluoroscopy confirmed the right ventricle lead tip was micro dislodged. The lead was successfully repositioned on (B)(6) 2018. All electrical measurements were within normal limits after the procedure. Patient was stable.